Event description:
It was reported that a shunt was implanted and then explanted due to the doctor cutting the tubing too short. The incision was enlarged for the removal of the shunt. The reporter indicated there was nothing wrong with the device, event was due to user error.

Manufacturer narrative:
(B)(4).all pertinent information has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Visual inspection showed that the returned sample had been used. The tube was in an incorrect position and had been cut. The condition of the received sample indicated that customer handling took place. The damage indicates that an excessive force and or handling took place. Conclusion: the device passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process; therefore no production related cause is expected. All pertinent information available to abbott medical optics inc has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.